Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was hospitalized for a non-device related illness. At the hospital, device interrogation revealed a fault code 1003 had occurred. The device data was saved to a disk and was submitted to boston scientific technical services and engineering for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
Engineering review of the device data confirmed the presence of the fault code, and confirmed the device was depleting faster than expected. Technical services recommended device replacement. As of today, the device remains implanted. This report will be updated when additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
--